Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to other devices. The pt also claimed that she was getting "high" meter readings when she felt hypoglycemic. The medical surveillance specialist (mss) was unable to contact the pt for additional info. The following info was obtained from the customer care advocate (cca) documentation. The pt claimed that she had been getting inaccurate high meter readings ever since she started using the meter. It was not specified when she started to use the subject meter. She reported blood glucose results of "189 mg/dl" on the subject meter and a "150 mg/dl" on another lfs meter. The results were obtained greater than 30 mins apart. She also reported blood glucose results of "221 mg/dl" on the subject meter and a "146 mg/dl" on a lab device. According to the cca documentation, the time difference between the results from the subject meter and lab results did not meet lifescan's accuracy criteria. She indicated that she had taken increased dosages of novolog insulin as a result of the "high" meter readings; however, it is unk if the pt developed any symptoms as a result of these specific reported results. The pt claimed that 4-5 months after the inaccuracy issue began, the pt reportedly tested "high" when she felt "low." She indicated that she was sweating, shaky, and her heart was racing. The "high" result was not specified. It is unk what events occurred before she developed these symptoms, such as previous meter readings, activity levels, food intake, and what medications she had taken. It is also unk how long the pt's symptoms lasted and if they were treated. The customer care advocate (cca) went through troubleshooting with the pt and noted that the control solution test was within range. Replacement products were still went to the pt. Based on the provided info, this complaint is being reported because the pt allegedly was taking increased dosages of insulin as a result of the "high" meter readings and reportedly became hypoglycemic after that.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.